Event description:
On 12/17/1998 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. The pt was discharged on 12/18/1999 in good condition. On 12/31/1998 the pt presented to her physician with right foot and leg swelling, for which no intervention was reported. On 01/04/1999 a venous doppler and computerized axial tomography scan revealed a deep vein thrombosis (dvt) at an unspecified site. The pt was admitted to the hosp and was treated with heparin (dose and duration unknown). As of 02/10/1998 there has been no further report to the MFR of complication or add'l pt sequelae.